Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01018 / 01020).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2012, due to poly wear. The liner was removed and replaced. Patient underwent another revision procedure on (B)(6) 2012, due to dislocation. The modular head and liner were removed and replaced.